Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that ¿a large number of cytotoxic medications compounded using bd phaseal¿ required remaking of the product due to visible particulate contamination. The small gray particulate contaminate was assumed to be rubber bung produced by ¿coring¿ the rubber stopper of the drug vial when using the bd phaseal¿ protector p50 as part of the compounding process.¿ there was no report of exposure, injury or medical intervention. (This complaint received, is part of a study/publication).